Manufacturer narrative:
Concomitant medical products: 693565 lead, implanted (B)(6) 2011; 407652 lead, implanted (B)(6) 2005.

Event description:
It was reported that the patient presented with residual dyspnea, fatigue, and dizziness upon standing. A device interrogation indicated oversensing by the left ventricular lead. The lead was reprogrammed and remains in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial. The no further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.